Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event and reported all o2 parameters are within specifications. The fsr completed the o2 calibration and rechecked o2 values. The fsr performed calibrations, the operational verification procedure, and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device was alarming low oxygen alarms. The issue occurred during patient-use and the device was replaced with another ventilator. The customer reported the biomed was unable to duplicate the problem. The customer reported there is no patient consequence associated with the event.